Event description:
According to the available information, the aortic heart valve allograft was implanted in 1995, and was explanted approximately four years later. The valve was replaced with a mechanical valve and the patient died approximately seven years later due to causes unrelated to the allograft valve.

Manufacturer narrative:
Cryolife has initiated a formal investigation, which is ongoing. Any additional information will be reported in a follow-up report.